Manufacturer narrative:
The device and angiograms were not returned to essential medical for investigation purposes. It is suspected that the cause of the failed hemostasis is due the artery possibly being torn during the procedure beyond manta's closure capability. Additionally, the act was above the IFU procedural requirement of 250 seconds prior to closure. The manta implant functions by biomechanically clotting off the puncture in addition to mechanically sealing. A high act is associated with extended clotting time which could manifest as extravasation. The risk of failing to achieve hemostasis and other access site complications that require surgical intervention have been identified as potential adverse events related to the vascular closure device in the IFU. Risk documentation has been reviewed and this is a known risk of the device. Based on the information reviewed there is believed to be no product quality issues with respect to manufacturing, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications requiring endovascular intervention as possible adverse events. An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
A patient received a tavr procedure on (B)(6) 2019 in which a 18f manta vascular closure device was deployed for closure. It was reported that the manta deployed with no issue and no hematoma or bleeding was seen at skin level. A post procedure angiogram showed extravasation at the access site. The physician stated he felt the extravasation could have been due to a torn artery. He suspected the sheath might have torn the artery outside manta's capability of closure. A covered stent was placed and hemostasis was achieved.